Manufacturer narrative:
This event is classified as "other: intervention required" because perforations are commonly addressed in cto procedures by inflation of a balloon catheter and reverse heparin with no adverse consequence to the pt. Perforation is a possible complication that is captured in the crossboss catheter risk assessments and is listed in the instructions for use. This event occurred in the (B)(4) clinical study and is reported via MDR because of the similarity in the study device with the commercially approved crossboss catheter. Of note, since this event occurred during the fast-ctos study, bridgeport medical personnel were present during the intervention. (B)(6) personnel did not witness any angiographic evidence of a perforation during the use of the crossboss catheter and the physician did not record the contrast extravation into the pericardium. This event is currently being reviewed by the data safety and monitoring board associated with the study to determine the required study reporting necessary for the fast-ctos study.

Event description:
During a percutaneous intervention in an attempt to cross a chronic total occlusion (cto) of a right circumflex coronary artery, a perforation of the artery was observed during use of the crossboss cto catheter. Dye extravasation was observed by the physician in the pericardium with immediate washout. Protamine was given to reverse heparin-based anticoagulation and a prolonged inflation of an angioplasty balloon sealed the perforation. The pt experienced no adverse health effects.